Event description:
It was reported by repair work order that the lift would drift due to worn nylon glide lift nuts. It was also reported that the ground pin was damaged on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.